Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
A mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3. The mitraclip ntw was prepared per instructions for use and was inserted without issues. However, while adjusting the clip in the left atrium, a drop in the water level in the dc handle was observed. After confirming that the connection and cap were not lose, air was removed from the top of the port of the dc handle. There was no further drop in water level, and therefore the procedure was continued with the same device. The clip was safely implanted. However, a drop in the water level in dc handle was observed again. Therefore, the device was quickly removed. After confirming that there was no air in the left ventricle, the procedure was completed. The mr was reduced to a grade of 1. There was no clinically significant delay in the procedure.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported dc handle leak (drop in water level of the dc handle) was not confirmed via returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported dc handle leak could not be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.